Event description:
It was reported by the patient that the remote monitor did not respond when the start button was pressed, though it appeared to be receiving power. The attempt to reset it by unplugging and replugging in the power cord was not successful. The monitor had been able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.